Event description:
It was reported that a patient presented for pre-discharge check. Device interrogation revealed high capture threshold and high pacing impedance on the right ventricular (rv) lead due to micro dislodgement. The physician elected to explant and replace the rv lead. There were no patient consequences.